Event description:
It was reported that the catheter was fractured. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified lad. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that during unpacking the device was fractured. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified lad. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that during unpacking the device was fractured. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Additional information received on 29sep2022, the updated information further reported the lot# is 0027850948 and not lot# 0028400528 as initially reported. Device evaluated by MFR.: the device was returned for analysis. The device was visually and microscopically examined. There was full collar and shaft detachment and there was blood present in the shaft of the device. At 8mm in length proximal from the tip, the shaft, markerband and tip were flattened. There was drag along the flat shaft segment. Product analysis confirmed the reported separation, as there was full separation of the collar and shaft. However, the damage to the device indicates there was force during handling of the device. Blood present also indicates that the device was used past the point of preparation.